Event description:
It was reported that this right ventricular lead was surgically abandoned since it exhibited high capture thresholds. It was intended to extract the lead but it was not possible, therefore it was capped. This lead was successfully replaced. No additional adverse patient effects were reported.